Manufacturer narrative:
Medical device brand name: bd alaris pump module smartsite low sorbing infusion set. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced flow issues. The following information was provided by the initial reporter: this tubing is causing downward occlusion, increased pressure sensors and air in line sensors on pump which is causing work flow issues.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced flow issues. The following information was provided by the initial reporter: this tubing is causing downward occlusion, increased pressure sensors and air in line sensors on pump which is causing work flow issues.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the tubing is causing downward occlusion, increased pressure sensors and air in line sensors on pump which is causing work flow issues and nurse frustration. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010454 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.